Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter without the guidewire for the related complaint device. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon was loosely folded. The shaft is buckled in numerous locations. The inner diameter (ID) of the inner shaft was measured at the tip which is within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon did not ruptured as previously reported. The balloon was intertwined with the non-bsc guide wire and difficulty in separating the devices were encountered. The devices were removed and was able to be separated outside the patient's body.